Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Analysis was unable to perform the displacement test and the occlusion test due to a missing reservoir retainer. The insulin pump was received with a missing reservoir tube o-ring, cracked battery tube threads, a cracked case at the battery tube side, minor scratches on the display window, and a scratched case.

Event description:
It was reported that the insulin pump's battery compartment was broken. Blood glucose level was unknown at the time of the incident. The insulin pump would be replaced and customer agreed to return the device for analysis.